Manufacturer narrative:
The returned sensor was evaluated. The unit passed visual inspection and software testing; however the device did not pass functional testing. The sensor was failed continuity due to an open emitter assembly. During testing, the sensor was able to generate a "replace sensor" error message.

Event description:
The customer reported the new sensors had a high failure rate out of the box and intermittent failure afterwards, the red light would not light up or would not stay on. No patient impact or consequences were reported.